Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and verified the issue of unexpected loss of power in the electronic records but was unable to duplicate it. The cause of the reported unexpected loss of power could not be determined. Upon inspection, the broken battery clip was identified and resolved by replacing the battery. After replacing the battery and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. Upon inspection, it was also observed by the service technician that the device had a broken battery clip and it would not secure in the battery well. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.